Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced discomfort during use that occurred on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. The patient experienced discomfort around the abdominal area. It was reported that the patient had a red striped lump on the right abdominal area. Patient was taken to the emergency room (ER) on (B)(6) 2016 for the reported event. Patient was prescribed amoxicillin and over the counter (otc) ibuprofen. At the time of contact, patient's mother reported current condition of patient as "good". No additional event or patient information is available. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).